Manufacturer narrative:
Block d10: model number/catalog number: 1201. Serial number: (B)(6). Batch/lot number: al1nc33513. Model/catalog description: tined lead. Unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed, the device is still implanted. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of allergic reaction, itching, and rash was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported a clinical study patient went to the emergency department for bilateral eye itching and a rash on their cheeks and forehead. It was determined an allergic reaction occurred and the patient was treated with antihistamines and prednisone. The patient was discharged the same day. Per the site, the device or procedure relatedness of the event is currently unknown. The site is pending the physician assessment to determine relatedness. Additionally, per the site, the event was resolved on (B)(6) 2026.

Event description:
It was reported a clinical study patient went to the emergency department for bilateral eye itching and a rash on their cheeks and forehead. It was determined an allergic reaction occurred and the patient was treated with antihistamines and prednisone. The patient was discharged the same day. Per the site, the device or procedure relatedness of the event is currently unknown. The site is pending the physician assessment to determine relatedness. Per the site, this event is ongoing.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).